Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main coronary artery, when a perforation occurred. A 3.5x19mm graftmaster and a 3.5x16mm graftmaster coronary stent graft system were both advanced but were retracted from the patient undeployed. The perforation was ultimately sealed with balloon inflation. The use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received: the 3.5x19mm graftmaster and a 3.5x16mm graftmaster coronary stent graft systems both failed to cross due to the anatomy. No additional information was provided.